Event description:
Additional information was received that the device was reprogrammed to resolve the initial post-paced t-wave oversensing (pptwos) episodes. However, additional pptwos episodes were observed after the reprogramming. No additional intervention has been performed. The patient remained stable.

Event description:
During a remote follow-up, oversensing episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable.